Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 498 mg/dl at the time of hospitalization and other 425 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer did experience symptoms of high blood glucose value such as abdominal pain. The customer treated high blood glucose with intravenous and insulin pens. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. Customer reported that they did not receive medical treatment as a result of the site issue blood loss. Customer reported that there was an air bubble of size "lil." Customer not use in auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that was provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that customer woke up with high blood glucose of 425 mg/dl on (B)(6) 2019. Customer reported that there was blood at the infusion set site but was not bleeding at the time of call. The auto mode feature was not active or automatically adjusting insulin at the time of the incident. The customer used manual injection to treat the high blood glucose. Customer reported of going to the emergency room a week prior to call due to high blood glucose of 498 mg/dl and diabetic ketoacidosis.